Manufacturer narrative:
Additional narrative: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Asr revision. Asr xl - left hip. Reason for revision: infection. Surgeon removed infected asr/aml. Update rec'd 2/1/2016: litigation received. Litigation alleges pain, infection, and elevated metal ions. A doi was provided. All implants are now being reported. This complaint was updated on: 2/2/2016.

Manufacturer narrative:
Date of birth: (B)(6) 1931. Date received by MFR: 2/15/2016. Update 2/15/16 medical records received. Medical records reviewed for MDR reportability. Ppd reviewed and patient dob updated. Sticker sheet attached and part/lot updated. The complaint was updated on: feb 29, 2016. Product:999800756 MDR : 249166: device name: asr acetabular cups 56. Common device name: FDA code: 87kwa. Part number: 999800756. Lot number: 2277911. PMA/510(k): k040627. Date received by MFR: 12/6/2006. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update 2/15/16 medical records received. Medical records reviewed for MDR reportability. Ppd reviewed and patient dob updated. Sticker sheet and part/lot updated. The complaint was updated on: feb 29, 2016.